Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011, the patient obtained a blood glucose reading of 49 mg/dl and she experienced the symptom of shaking. The patient noted she has gastroparesis and often has hypoglycemia. The patient noted she wanted to change her pump basal settings. Troubleshooting revealed the pump basal settings were programmed correctly, the date/time were correct and there were no issues with the infusion set or infusion site. The patient had not given herself any unintentional insulin boluses. The patient was advised to contact her hcp for advice in adjusting her basal settings. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient claimed her basal settings may not be appropriate for her medical condition. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the black box contained dates from (B)(6) 2015. The black box and histories for the event on (B)(6) 2011 have been overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.